Event description:
The customer reported the tube's cuff and pilot balloon were pretested with pressure and under water before inserting in the patient. The following day, the pilot balloon failed at the seam. A non-routine replacement of the tube was required.